Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The user reported that before an emergency procedure the image visualization system (ivs) failed to boot on the first attempt. The doctors had difficulty preparing the patient for the procedure as the patient's cardiac main stem had fully occluded and access was limited. It was also reported that during the preparation phase, a fault also occurred with the hospitals intravascular ultrasound system that would not boot. The patient passed away approximately 30 minutes later during the procedure. Communication with the responsible doctors confirmed that the delay to the reported case was at most 30 seconds. Doctors confirmed the death of the patient was due to his very poor general status and that the death was not related to the reported system behavior. Additional information was provided that the ECG technician noticed on the control room monitors that the system booted to the bios password screen asking them to "enter the current password" and showing two rows of stars on it. The user pressed the <esc> key twice and then the system rebooted to windows correctly. If the ivs fails to boot, the system goes into backup mode where fluoroscopy and acquisition are available in plane a only. No patient registration or post processing is available in this mode. The data is not transferred to the ivs for storage in the local database. If images have been acquired in backup mode, e.g. Immediately after power-on, they are stored in the buffer and must be transferred to the memory at a later time. Such system design guarantees that a failure of this component affects the functionality of the system as little as possible and imaging is still possible in backup mode. During remote check of the system log files it was found that the only entries in the log were from the successful boot process. This suggests that the system application had not started previously and no log entries would have been generated or available for investigation. Tests on the system showed that the system can be put into dos mode by pressing <del> key. There were no sticky keys on the keyboard and the keyboard worked as specified. It could not be clarified why the <del> key was pressed during boot up. The siemens service engineer (cse) checked related boards and the bios's battery and found them to all be operating as specified. The cse tested the ivs system and no issue on the ivs system could be found and no malfunction was identified. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction and subsequent adverse event occurred while operating the artis zee floor system. The user reported that the system failed to boot up on the first attempt. It was later reported that the patient passed away. The condition of the patient prior to and during the procedure is not known at this time.